Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of menometrorrhagia ("since the insertion, the patient has been suffering with menometrorrhagia that has brought about substantial asthenia") in a 43 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of vaginal delivery, cesarean section, multigravida, parity 2 and appendectomy. In 2013, the patient had essure inserted. In 2013 she experienced menometrorrhagia (seriousness criterion intervention required) and asthenia ("since the insertion, the patient has been suffering with menometrorrhagia that has brought about substantial asthenia"). Essure was removed on (B)(6) 2022. The patient was treated with surgery (surgical hysteroscopy and laparoscopy to remove essure). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to menometrorrhagia or asthenia. The reporter commented: removal was performed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.8 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of menometrorrhagia ("since the insertion, the patient has been suffering with menometrorrhagia that has brought about substantial asthenia") in a 43 year-old female patient who had essure inserted. The patient had a medical history of vaginal delivery, cesarean section, multigravida, parity 2 and appendectomy. In 2013, the patient had essure inserted. In 2013 she experienced menometrorrhagia (seriousness criterion intervention required). Essure was removed on (B)(6) 2022. The patient was treated with surgery (surgical hysteroscopy and laparoscopy to remove essure). At the time of the report, the outcome of the event was unknown. No causality assessment was received for essure with regard to menometrorrhagia. The reporter commented: removal was performed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.8 kg/sqm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-nov-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of menometrorrhagia ("since the insertion, the patient has been suffering with menometrorrhagia that has brought about substantial asthenia") in a 43 year-old female patient who had essure inserted. The patient had a medical history of vaginal delivery, cesarean section, multigravida, parity 2 and appendectomy. In 2013, the patient had essure inserted. In 2013 she experienced menometrorrhagia (seriousness criterion intervention required). Essure was removed on (B)(6) 2022. The patient was treated with surgery (surgical hysteroscopy and laparoscopy to remove essure). At the time of the report, the outcome of the event was unknown. No causality assessment was received for essure with regard to menometrorrhagia. The reporter commented: removal was performed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.8 kg/sqm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-jan-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.